Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Functional testing included use testing. The pump was powered on and the double beeping was unable to be duplicated. The downstream occlusion sensor was replaced as a preventative measure. The screen was also replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep alarm for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had screen damage. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.